Event description:
It was reported that during a low anterior resection, the device would not fire since the washer would not break easily. Finally the surgeon fired the instrument. The doughnut was fine. The staple line could not confirm since anastomosis location was very deep. The case was completed with a like device with no pt consequence.